Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse received information (the client doesn't inform us of their decisions). The customer cancel the notification, and they don't provide any explanations.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected field- e1 (event site name and address). Due to character limitation, below fields are added from e1 event site name- (B)(6).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site city- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that screen of cs100 intra aortic balloon pump does not work. There was harm or injury reported to the patient.